Manufacturer narrative:
No contact information was provided for the initial reporter, therefore additional event, product, and/or patient details are not attainable. Reason for reoperation: malposition and migration.

Event description:
Healthcare professional reported through national breast implant registry "device migration/implant malposition, change shape/size/style". This record is for the right side. The device was explanted.